Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, significant tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Event description:
It was reported that a linx had to be removed due to complications.

Manufacturer narrative:
(B)(4). Date sent 10/22/2024. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. D6a: exact date is unk. Assumed first day of month. Additional information was requested, and the following was obtained: on what date did the implant take place? He believes on (B)(6), unknown actual date on what date did the explant take place? On (B)(6) 2024. What is the product code? Unknown, surgeon thinks a 14. Lot #? Unknown. Does the patient have any of the allergies to metals? No. If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Just gerd. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Dysphasia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Unknown, will see patient in office in a couple of weeks.